Manufacturer narrative:
A user facility response to a good faith effort(gfe) was provided on aug. 2021. The delayed reprocessing that occurred at (B)(6) was due to the extreme winter freeze that devastated (B)(6) this past (B)(6) 2021. Essentially the facility shutdown elective procedures during the freeze but had to still do emergency procedures. After the procedures were done the facility manually cleaned the scopes and placed them in bags as they were unable to high level disinfect the scopes due to a boil water advisory in the city of (B)(6). Once the boil water advisory was lifted the facility high level disinfected the scopes. Evaluation summary it was caused due to the delayed reprocessing at the hospital. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year and month the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Potential endoscope contamination these scopes are being sent in for delayed reprocessing. These are all due to last weeks winter storm that devastated (B)(6). All these scopes have been sitting for 72 hours without being properly high level disinfected.